Event description:
The user's hearing performance with the device was affected. The user complained of dissatisfaction due to significantly lower clarity since (B)(6) 2024 compared to the device from another manufacturer on the contralateral side. The user has been reimplanted with a device from another manufacturer.

Manufacturer narrative:
Conclusion: device investigation confirmed that stimulator electronics is working according to specifications. However, a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation, which very likely caused the reported issues. This is a combined initial+final report.